Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Upon inspection, baxter service technician determined that the high low drive malfunction was due to a broken spindle and a defective high-low drive mechanism. Baxter service technician replaced the high-low drivetrain on the table, set high-low limits and a software update was set. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a table with no function were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that during a case, the trusystem 7000 table was moving up, the table made a loud sound and no functions were availale after that. No harm or significant impact to the surgical procedure was reported.

Event description:
Baxter received a report stating that during a case, the trusystem 7000 table was moving up, the table made a loud sound and no functions were availale after that. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.